Manufacturer narrative:
(B)(4). No eval explanation: the lead remains implanted in patient.

Event description:
It was reported that during the implant procedure the lead dislodged due to the helix not being extended. The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.